Event description:
Additional information was received and it was reported that the patient called the physician¿s office on (B)(6) 2014, because her pump was alarming. The pump was interrogated and telemetry confirmed a critical alarm was occurring. The alarm was due to ¿reset occurred ¿ low battery¿ and ¿safe state occurred¿. There were multiple resets and low battery resets. The patient had been going through withdrawal since (B)(6) 2014 with symptoms of shakes, increased pain, loss of function/hard to walk do to pain. The pump was delivering morphine (20 mg/ml in minimum rate mode).

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient¿s pump was alarming. On interrogation, the pump was in safe state. The logs showed a ¿reset occurred ¿ low battery¿ on (B)(6) 2013 along with pump in safe state message. They were considering reprogramming the pump to minimum rate and treating the patient by another means. The pump was delivering morphine. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information: the patient experienced withdrawal symptoms. As of (B)(6) 2013, the pump was continuing to alarm off and on. The patient was given a prescription for oral medication to get filled if the pump alarmed. When the patient woke up on 06/23/2013 she was feeling really bad and had been feeling lousy all day. The patient outcome was reported as ¿no injury¿.

Event description:
Additional information received reported that the correct date patient was scheduled for revision was (B)(6) 2014.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient was having increase pain, dizziness and usual withdrawal symptoms. It was further reported that the event occurred in (B)(6) 2013. The manufacture representative was not informed of the event then and the physician did not recall. It was reported that patient recalls the event from (B)(6) 2013 and stated nothing was done. It was noted that the cause of the alarm was motor stall, stopped pump period may exceed tube set. It was noted that patient was on minimum rate, emergent orals and scheduled for a replacement on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed a motor/feedthru anomaly/shorting across insulator.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported the pump was explanted. The patient's status after device removal was listed as recovered without sequela.

Event description:
It was later reported that the patient was doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.